Event description:
The patient's family member reported that there hasn't been any sound from the patient's pump for about a week's time. They checked the setup menu and bolus was "on" but did not make any sound. They disconnected the pump from pt and primed the pump. They confirmed that there was no sound while priming.